Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon reviewing the interrogation report of this cardiac resynchronization therapy defibrillator (crt-d) recorded high, out-of-range (oor) pacing impedance and high threshold measurements were exhibited. There was no sensing as the patient was being paced. Also, the shock impedance measurement was showing invalid data for the daily measurement. Apparently, this device was already explanted from a previous patient but was donated and now used by this patient. Boston scientific technical services (ts) discussed about testing the lead for noise with isometrics and other lead configurations for further lead assessment. Additional information received stated that the cause of the observations were not determined. There were other lead issues such increased threshold measurement and decreased sensing were noted. At that time, the lv vector was reprogrammed from tip to can. This crt-d remains in service. No adverse patient effects were reported.